Manufacturer narrative:
It appears based on the doctor to doctor consult that the patient developed dic (disseminated intravascular coagulopathy), with kidney and respiratory failures. The patient is reported to be stable and improving. Also during the doctor to doctor consultation it was confirmed, there was an error on part of the user of the device as it was used in conjunction with a cell saver (autologous blood salvage) device incorrectly. Based on the information provided this appears to be a use related issue. The IFU addresses the use of arista ah in conjunction with autologous blood salvage circuits. The precaution section of the IFU states "when arista ¿ ah is used in conjunction with autologous blood salvage circuits, carefully follow instruction in the administration section regarding proper filtration and cell washing." The administration section states, "when arista ¿ ah is used in conjunction with autologous blood salvage circuits, a 40¿ cardiotomy reservoir, cell washing and 40¿ transfusion filter, such as a lipiguard¿ or pall filters, must be used." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Used on patient.

Event description:
It was reported that during a gynecological procedure to remove cysts fibroids and adhesions, bard arista ah was used in conjunction with an auto transfusion device. The case was completed and the patient was taken to recovery in which after about 15 minutes began to exhibit increased heart rate, hypotension, low urine output and pulmonary edema. The patient was taken to ICU where she was stabilized and continues to be on assisted ventilation. The surgeon has requested a doctor to doctor consult.